Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the mobile device was reading 128 but bgm was 20 mg/dl. The patient then experienced nausea, weakness shakiness and clumsiness. After experiencing symptoms, she took 10 glucose tablets, dots candy and orange pineapple juice and after few minutes, she was doing fine. No emt involved. She removed the wearable and start a new sensor. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.